Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for perforation of inferior vena cava and filter tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient weight was not provided.